Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and eight inappropriate shocks for atrial driven supraventricular tachycardia and atrial fibrillation with rapid ventricular response. Therapy was exhausted. This ICD was reprogrammed based on technical services recommendations. No additional adverse patient effects were reported.